Event description:
It was reported that during use of this y1301 y-knot flex all-suture anchor in a hip procedure on (B)(6) 2013, one of the "prongs" on the inserter/driver broke off and was left inside the pilot hole. The breakage occurred during the second implant. After the surgeon was malleting the driver/anchor into the pilot hole and when the surgeon pulled out the driver, he noticed that one of the prongs from the anchor inserter was broken off. Attempt to locate and remove the broken prong was unsuccessful. The surgeon elected to leave it in place, the procedure was completed as intended. Other than a 10 minute delay in trying to remove the metal fragment, there were no further complications or patient injury.

Manufacturer narrative:
An evaluation of the returned driver/inserter found one of the tips was broken off and confirmed the reported problem. Evaluation of similar complaints from this device family revealed some possible causes of this failure. One is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. The other cause is by twisting the driver while removing it after the insertion of the anchor. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on june 5, 2013 in a lot of (B)(4) units. There were no anomalies or nonconformance noted during the manufacturing process that could have caused or contributed to this reported problem. Additionally, there were no other complaints received for this item and lot number. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of tip breakage and injury to the patient, the product instructions for use (IFU) provides the following cautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use.